Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 05, 2022, mentor received additional information regarding the patient's race, ethnicity, and device date of explantation. The patient's ethnicity has been updated to not hispanic/latino. The patient's race has been updated to white. It was reported the patient is to undergo device explantation on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 24, 2023, mentor received additional information regarding the event and device. It was reported that the event was actually on the patient's right side. The device's serial number has been updated to (B)(6) to reflect this information. It was also reported that during the surgery, the breast prosthesis was actually found to be intact; the breast prosthesis was found with clear fluid which was determined to be fat globule. The breast prosthesis was reported not to ruptured and was not removed from the patient. Mentor has updated the complaint's coding in section h6 to reflect this additional information. Manufacturer¿s reference number: (B)(4).